Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned product identified heavy scratches were present on the drill pin. The pin was not seized in the cut guide when returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after guide was installed, oblique pin was jammed upon insertion and could not be removed from the guide. Subsequently, other guide and pin were used to complete the procedure. Consequently, a delay of less than 15 minutes occurred. Attempts have been made and additional information on the reported event is unavailable at this time.